Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material #383532 - batch #1267355. It was reported needle on IV stuck with the tubing and did not come off.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material #383532; batch #1267355. It was reported needle on IV stuck with the tubing and did not come off.

Manufacturer narrative:
H6: investigation summary: ince no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.